Event description:
It was reported that the customer passed away in his sleep after experiencing either a heart attack or hypoglycemia. The caller was unsure of the cause of death. The caller stated that the customer woke up with low blood glucose levels. The customer ate cookies and milk, then went back to sleep. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.